Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 was returned to the manufacturer's service center due to an allegation the battery was not charging. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the customer's complaint was not duplicated. No issue was found with the battery's ability to charge. During the evaluation the device's lcd screen was unable to be viewed. The device's ribbon cable was reseated and the issue remained. The device's lcd display, lcd backlight cable and lcd ribbon cable need to be replaced to address the issue. The service center has not completed the repairs as they are waiting for the quote to be approved. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.